Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited longevity calculations from 9 years to 6.5 years remaining in a span of 8 months. The device was checked and showed that the longevity was being influenced by higher right ventricular (rv) output. This device remains in service. No adverse patient effects were reported.